Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device caused two 0.5 cm x 0.5 cm burns on the patient's skin (on both frontal protrusions) after 4 hours of usage. The customer indicated that the patient was currently on treatment for the burn.